Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded several alert codes. A battery depletion (bd) alert indicated the remaining longevity was 4%. Premature battery depletion was suspected. Additionally, a charge timeout (CT) and a long charge time (lc) alerts were displayed. The patient underwent a magnetic resonance imaging (MRI) scan on (B)(6) 2025 and the battery was at 91%. No device data was submitted for analysis. No adverse patient effects were reported. The device was scheduled to be replaced the following week. The device was subsequently explanted and was received for laboratory analysis. The exact explant date was not available. No additional adverse patient effects were reported outside of the procedure to replace the device.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded several alert codes. A battery depletion (bd) alert indicated the remaining longevity was 4%. Premature battery depletion was suspected. Additionally, a charge timeout (CT) and a long charge time (lc) alerts were displayed. The patient underwent a magnetic resonance imaging (MRI) scan on (B)(6) 2025 and the battery was at 91%. No device data was submitted for analysis. No adverse patient effects were reported. The device was scheduled to be replaced the following week. The device was subsequently explanted, replaced, and was received for laboratory analysis. No additional adverse patient effects were reported outside of the procedure to replace the device.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. This correction report is being submitted to update the explant date, which was an estimate in the previous report.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded several alert codes. A battery depletion (bd) alert indicated the remaining longevity was 4%. Premature battery depletion was suspected. Additionally, a charge timeout (CT) and a long charge time (lc) alerts were displayed. The patient underwent a magnetic resonance imaging (MRI) scan on (B)(6) 2025 and the battery was at 91%. No device data was submitted for analysis. No adverse patient effects were reported. The device was scheduled to be replaced the following week.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. This correction report is being submitted to update the explant date, which was an estimate in the previous report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no anomalies with the header or pulse generator (pg) case. A diagnostic download was performed, and it was noted the device had reached elective replacement indicator (eri) and then end of life (eol) battery statuses. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. One of the battery cells had a lower voltage and detailed analysis identified excess material in the cell that created a current leakage path and resulted in the observed premature battery depletion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a routine follow up, this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded several alert codes. A battery depletion (bd) alert indicated the remaining longevity was 4%. Premature battery depletion was suspected. Additionally, a charge timeout (CT) and a long charge time (lc) alerts were displayed. The patient underwent a magnetic resonance imaging (MRI) scan on 28 april 2025 and the battery was at 91%. No device data was submitted for analysis. No adverse patient effects were reported. The device was scheduled to be replaced the following week. The device was subsequently explanted, replaced, and was received for laboratory analysis. No additional adverse patient effects were reported outside of the procedure to replace the device.